Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during deployment of a pipeline flex with shield technology (ped2) stent, the distal end did not open resulting in a wine bottle shape in the middle. It was noted the distal end seemed tied up under fluoroscopic imaging and could not opened after resheathing 3 times. The product was resheathed, removed from the patient with the microcatheter and replaced with a new pipeline stent of shorter length to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left internal carotid artery (l-ica) aneurysm with a max diameter of 4.7 mm and a 6 mm neck diameter. The landing zone arterial diameter was 3.9 mm distally and 4.7 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was not administered. The angiographic result post procedure showed the replacement pipeline stent fully opened. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend and had been deployed more than 50% when it failed to open. The stent was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. Ancillary devices included lift guidecatheter, phenom 27 microcatheter, synchro select guidewire.

Event description:
Additional information was received. The cause of the failure to open was not determined. There was no friction or resistance during delivery of the pipeline. The catheter was flushed according to the IFU during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.